Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The cutting wire was broken, and the broken portion was charred black and melted. The outer diameter of the cutting wire was measured; the result indicated no abnormalities. It was confirmed that there were no problems with the length of the knife wire and wire coating, and that there were no defects in the actual product. No other abnormalities that could lead to breakage of the knife wire could be confirmed. A supplemental report will be submitted if any additional information is provided by the user facility. The following information was provided based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 2 years since the subject device was manufactured. Based on the results of the investigation, a likely mechanism causing the broken cutting wire might be the following: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The event can be detected/prevented by following the instructions for use which state: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while electrifying, the physician broke the knife on the single use 3-lumen sphincterotome v. The issue occurred during the therapeutic procedure (duodenal papillotomy), and the procedure was completed with a similar device. There was no patient harm associated with the event.